Event description:
It was reported the gastrointestinal videoscope had a sticky film on the insertion tube. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the type of sticky substance on the insertion tube was not identified. However, it's likely this event occurred due to a degradation problem. A definitive root cause of the event could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.